Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, diagnostic imaging was performed on the right ventricular (rv) lead and confirmed the lead was dislodged. The rv lead was revised with good electrical measurements and the patient was in stable condition.